Manufacturer narrative:
Lot 17f026 was manufactured from june 13, 2017 to june 14, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of multirate infusors under-infused during therapy. The devices were filled with an unspecified drug. There was no patient injury or medical intervention associated with this event. No additional information is available.